Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event stent positioning issue.

Event description:
It was reported to boston scientific corporation on july 07, 2023 that an ultraflex tracheobronchial covered distal stent was to be implanted in the left bronchus to treat a 1cm malignant obstruction during a stent placement procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the stent was deployed beyond the indicated ro (radiopaque) markers and was not placed in the target location. The stent was removed and a different device was used to complete the procedure. There were no patient complications reported as a result of this event.